Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
Customer reported the gravity set broke while in use on an intoxicated pt. The pt rolled over on the tubing and it broke at one of the ports. No pt harm or medical intervention occurred. No further pt/event info was reported.